Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking components were damaged, the cutting tools did not hold, due to inappropriate handling. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported that when operating the device the grinding head would fall. This is report 1 of 1 for event # (B)(4).